Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
A pump pocket infection was reported. The patient's pump and catheter were explanted. The patient¿s status at the time of the report was alive with no injury, and as of (B)(6) 2015 the patient was alive and the infection was resolving. Drug information was not provided.